Event description:
It was reported the dystonia patient¿s implantable neurostimulator (ins) was replaced a ¿approximately one year after implant.¿ it was noted that though the patient had received inss on both sides, ¿only one side had depleted quickly.¿ there were ¿no¿ health hazards to the patient from the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Correction: sections have been updated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
(B)(4).